Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl, and shakiness. Reportedly, the customer delivered two correction doses as they did not believe they successfully delivered the first correction. Reportedly, the customer required assistance from friend to treat bg level via an unspecified injection. No additional information was provided.